Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, device failed internal leakage test during pre-use check. The air gas module was found defective. The air gas module regulates the inspiratory gas flow and gas mixture. Unfortunately, neither the device's log nor the claimed defective part were available for further analyze, hence the root cause could not be determined. H3 other text : 4112.